Event description:
One patient underwent a right upper lobectomy for lung adenocarcinoma wherein floseal was applied to prevent pulmonary laceration-associated bleeding. ¿when 18f-fluorodeoxyglucose (fdg) positron emission tomography/computed tomography was performed for staging after surgery, intense 18f-fdg uptake was observed in the cicatricial fibrotic tissue in the operation area, and no significant change was observed in that area during the 4-year follow-up.¿ treatment details and patient outcome were not provided. No further information was available at the time of this report.

Manufacturer narrative:
C1: manufacturer/compounder: baxter healthcare - vienna industriestrasse 67 vienna 1220 austria e1: initial reporter facility name: (B)(6). E1: initial reporter city: (B)(6). G1: device manufacturer postal code: 1220. Tamer, fatih, yazici, bülent, oral, aylin, and akgün, aysegül (2023). Long-term intense 18f-fdg uptake by the homeostatic matrix-associated inflammatory response may mimic malignancy recurrence. Mol imaging radionucl ther 32, 233-236. Doi:10.4274/mirt.galenos.2023.92499. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.